Event description:
Reference number (B)(4). Event occurred in the united states. On 30-aug-2024, it was reported that the patient encountered infusion sets tubing came appart event. The infusion set was in use for 1 day. The site of insertion was right side of abdomen. No further information available .

Manufacturer narrative:
E1:patient city: (B)(6). Patient country: united states.